Event description:
The ablation catheter lost its curve after being inside the patient's body for approximately five minutes. The defective device was removed from use and replaced with a new catheter. The patient was not harmed as a result, and there has been no response from the manufacturer regarding this failure.